Manufacturer narrative:
This report is being filed to provide additional information in evaluation codes and additional MFR narrative. Investigation: the run data file (rdf) was analyzed for this event. The analysis of the signals int he run data file (rdf) did not find any unusual process variable and the trima accel system operated as intended. Per terumo bct's internal documentation, the devices terumo bct manufactures to collect,separate, and store blood products are terminally sterilized to a sterility assurance level (sal) of</=10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every lot of product manufactured. The sterility assurance system employed at terumo bct ensures the disposable device is not the source of septicemia. Per terumo bct's medical review, the device did not cause or contribute to this incident. Root cause: as reported by the customer, the cause of the patient death, as determined by the autopsy report, is septicemia. Although the cause of the septicemia is unknown at the time, per the sterility assurance system employed at terumo bct, in addition to the customer statement that sample modules from the platelet product were negative, the trima accel device did not cause or contribute to the patient's cause of death from septicemia.

Manufacturer narrative:
This report is being filed to provide additional information. Clarification: the customer reported that the cause of death of the patient, as determined by autopsy, was septicemia. However, the customer did not receive a copy of the autopsy report from the hospital, just a notification of the death and cause of death. The hospital declined to provide patient ID and date of birth, therefore no copy of the autopsy could be obtained by the customer or terumo bct.

Manufacturer narrative:
Investigation: a terumo bct technician inspected the machine at the customer site. There were no issues found during machine check-out that would have affected product sterility. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Quality labs passed and sterilization requirements passed. Customer stated they did not receive a copy of the autopsy from their customer. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that a facility using their collected platelet product reported that a cancer patient expired due to septicemia post platelet transfusion. The patient had been transferred to the emergency room (ER) where blood cultures were drawn and tested positive for klebsiella pneumoniae. This report is being filed due to patient death, although per current information there is no suspected malfunction with the terumo bct device or allegation of a malfunction. The platelet product was collected on (B)(6) 2016 by the customer. The donor was male (B)(6). Platelet product associated with the transfusion reaction was initially sampled into a bac-t bottle on (B)(6) 2016 and remained on the bac-t bottle until (B)(6) 2016 with test results negative. There was no growth detected in the bottles. Additionally, the customer requested the donor go to a local hospital and have blood cultures drawn. The platelet collection set is not available for return because it was discarded by the customer. The customer declined to provide patient identifier, age and weight.